Event description:
It was reported that the 9600+ system stopped fluoro. There was no report of patient involvement or injury.

Manufacturer narrative:
A ge service representative discussed the situation with the customer by telephone. The customer confirmed, during the conversation, that there was no problem found with the system, and the system worked as intended. If additional information becomes available, it will be reported as required.